Manufacturer narrative:
The patient was treated with ointment. There was no further treatment or intervention required. An invuity representative was able to test the device at the user facility. The facility's or director and invuity representative connected the device to the esu and there was no audible sound. The cut button was pressed and released, and functioned as expected. The coag button was pressed and released, however the audible tone from the generator remained constant after releasing the button. The device was then disconnected from the esu and reconnected, and the audible tone activated. The device was not returned to invuity for full engineering evaluation. Therefore, the root cause could not be determined. A batch record review was performed for this lot and there were no manufacturing related issues identified. All devices are 100% functionally tested in-line prior to final release. This is the only reported incidence for this type of complaint.

Event description:
When the photon blade was initially connected to the generator, a solid audible tone was emitted by the esu. It was observed that the patient received two very minor burns. The case was completed using a second device.